Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported while still in the original packaging that telemetry could not be established with the device. The device was not opened and was returned to the manufacturer. There was no patient involvement.